Event description:
It was reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced foreign matter contamination. The following information was provided by the customer: verbatim: ¿it was reported that liquid was coming out of the syringes.¿

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced foreign matter contamination. The following information was provided by the customer: verbatim: ¿it was reported that liquid was coming out of the syringes.¿ h.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8127730. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200756752] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31g 8mm whole unit 10bg 500 experienced foreign matter contamination. The following information was provided by the customer: verbatim: ¿it was reported that liquid was coming out of the syringes.¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. If foreign matter particles are in the fluid path or on the cannula it may have the potential to cause harm i.e. Infection, etc. Event type: foreign matter on device cannula / in fluid path / malfunction.